Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated on percutaneous coronary intervention (pci) support patient. The iab did not inflate after 10 minutes post iab insertion. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated on percutaneous coronary intervention (pci) support patient. The iab did not inflate after 10 minutes post iab insertion. Replaced iab to continue therapy. No patient injury was reported.